Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited problems related to reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h3 and h4 and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it was likely that there was difference of recognition on device handling and reprocessing steps between the user and recommendation by olympus. However, we could not specify cause of the event. The device was not returned and therefore, the customer reported issue was not confirmed. The issue can be detected/prevented by following the instructions provided in: IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the broncho videoscope, due to the odor and after consultation, was determined that the customer had manually refilled the disinfectant canister with sanosil s015. There were no reports of patient harm.